Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported the patient had a loss of therapy. The patient was implanted on wednesday, the patient was good on thursday, and every day since friday the patient's tremors had gotten worse. On the day of this report, the patient's speech was affected. The implantable neurostimulator (ins) was checked with a patient programmer and the ins was on. The ins battery was full and stimulation was at 3.31v. The patient did not have the ability to change stimulation. The patient had contacted their health care provider (hcp). The patient had taken one tropenal on thursday and 2 on friday, saturday, and sunday. The patient's hcp later reported the symptoms occurred after implant and had resolved/improved since the ins was turned on.